Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model and serial numbers unknown, st. Jude medical agilis sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia (vt) with a thermocool smart touch unidirectional catheter and suffered a cardiac tamponade. The patient had previously suffered a myocardial infarction, and suffered from vt after. After ablation and during the remapping phase, while the patient was in sinus rhythm, the tamponade was discovered. No intervention or additional hospitalization was necessary, but the patient¿s status was noted as unchanged. The physician¿s opinion is that the injury was related to either the patient¿s condition or the procedure. There are no known patient factors that may have contributed to the injury. No transseptal puncture was performed. The sheath in use was a st. Jude medical agilis. The generator was being used in temperature control mode with cutoffs of 45 degrees c and 40w (titration unknown). Temperature/power/impedance values at the time of injury, as well as the overall ablation time at the site of injury, are unknown. It is also unknown if anticoagulants were in use. The catheter flow was set to 26ml/min, and there were no other catheters in close proximity at the time of injury. Spi values are unknown. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate that it needed re-zeroing. No error messages presented on any biosense webster equipment during the procedure.